Event description:
Medwatch letters mw5106797 (date of event (B)(6) 2022) and mw5106796 (date of event (B)(6) 2022).

Manufacturer narrative:
This MDR submission is in response to medwatch letters mw5106796 and mw5106797 that were received by curative on (B)(6) 2022. Upon reviewing medwatch letters mw5106796 and mw5106797, it was found that the complainant name, description, and kit ID (barcode) were identical. The only difference aside from the medwatch report # is the date of event. Mw5106796 has a date of event of (B)(6) 2022 and mw5106797 has a date of event of (B)(6) 2022. Since the two medwatch letters refer to the same kit ID (barcode), one MDR is being submitted. From our preliminary investigation, it was found in curative's patient database that the complainant corresponding to the barcode listed in both medwatch letters tested once on (B)(6) 2022 at 03:07pm pst. The complainant's result was resulted on (B)(6) 2022 at 04:54am pst. The complainant's result came back negative. No corrections were made upon release of the results. Per the clinical lab's investigation, the patient's sample was resulted correctly. The patient's sample, (B)(4), was located on plate- (B)(4) at position f11. The patient's sample yielded a viral CT value of n/a (infinity) meaning the virus was not detected in the sample. A floating blank was located in well d4 - this serves as a secondary plate identifier to aid in ruling out switched plates before results are reported. In this instance, the floating blank yielded a viral CT value of n/a (infinity) which is considered acceptable and shows that no plates were switched during the processing of the patient's sample. Further investigation shows that the quality control material for the positive and negative controls passed and were not expired and that the positive controls resulted as positive. Moreover, plate- (B)(4), which contained the patient's sample, yielded several positive results. The lot numbers for the positive controls were (B)(4) and (B)(4). Negative controls used were (B)(4) and (B)(4). In conclusion, curative cannot confirm the patient's claim of false negative. The results of the investigation clearly showed a true negative result.